Event description:
It was reported that the user experienced difficulty pairing a dexcom sensor to the ilet after the sensor had previously been paired to a different insulin pump. Outcomes included absence of cgm readings on the ilet, with blood glucose unknown at the time of the call and no reported clinical symptoms. Investigation included troubleshooting assistance, during which the cgm type was toggled between dexcom g6 and g7 and the sensor pairing code was re-entered, returning the ilet to pairing mode. The user was advised to allow additional time for pairing to complete and to replace the sensor if pairing did not occur, with guidance provided to contact dexcom customer care if needed. Investigation of this case revealed no malfunction of the ilet device and indicated that the event was consistent with cgm pairing behavior following use with another pump rather than a device or component failure.